Event description:
Hcp reported the pt had a recent weight loss and developed an erosion at the insertion site of the pump. An infection was questioned. The pump was removed and returned to the MFR for analysis. No cultures were sent at the time of the removal. A follow-up report will be sent when add'l info is received.